Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2021-dec-03 . (B)(4): information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient (pt) reported their last interstim system broke that is why pt had to go through all this mess (tss understood pt meant: replacement surgery). Pt said they don't want to do that anymore because that was dramatic. The patient was redirected to their healthcare provider to further address the issue. No further complications were reported at this time.

Event description:
(B)(6) 2021. Rtg0244211 (con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient (pt) reported their last interstim system broke that is why pt had to go through all this mess (tss understood pt meant: replacement surgery). Pt said they don't want to do that anymore because that was dramatic. The patient was redirected to their healthcare provider to further address the issue. No further complications were reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.